Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 64-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on venous-arterial extracorporeal membrane oxygenation (va ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the hemoglobin/hematocrit decreased to 8.2/25.4, platelets 311 (previous results were 12.0/36.8, 366). Lactate dehydrogenase (ldh) 446. No plasma-free hemoglobin available. Impella site is dry with no bleeding or hematoma. ECMO cannulation site was previously oozing. Argatroban drip started at 0.2 mcg/kg/min. Partial thromboplastin time (ptt) 84. Plan to continue to monitor. Urine clear, yellow. Echocardiogram showed proper position of impella. No blood products ordered but plan to trend labs. After three days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the impella functioned at p-2 at 1.1l/min as intended with d5w sodium bicarbonate in the purge solution. The use of multiple mechanical circulatory devices increases the risk for hemolysis.

Manufacturer narrative:
The pump has been discarded and is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.